Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call; customer feeling well, improved. Customer went to doctor on (B)(6) 2017 but did not receive treatment. His blood glucose reading at the doctor's was 602 mg/dl fasting. He did receive a prescription for metformin and a bgm.

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms. (B)(6), wife, is calling on behalf of the customer. The customer is concerned with results obtained results of hi. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vison and frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/18 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customers wife called in because of hi results on the meter. Customers wife is using her meter on her husband as husband does not have a meter of his own. Advised not to share meters.